Event description:
There was about 3 cm of patchy barrett's within and just above the wrap. The physician placed a guidewire and then used a barrx 360 express rfa balloon catheter to ablate initially a single segment at 10 joules energy density setting. The physician then realized that the barrett's was not completely incorporated, so the physician did an additional ablation proximal to that. The scope and catheter were then removed. The catheter was cleaned and the scope placed back in to scrape the coagulum. The physician saw that there was still an additional 1 cm area proximally that was not treated. The catheter was then placed per manufacturer's recommendations. The physician attempted to ablate just proximal to the previous ablation. After a single application was performed, the physician realized that there was actually a very long segment that had been ablated along one side of the esophagus. The total ablation length was about 10 to 12 cm. It appeared that the catheter had become untwisted even though appropriate maneuvers had been taken to rotate in a clockwise fashion and keep it appropriately positioned. There was a longer than intended segment of ablation as a result. The physician advanced the catheter distally and ablated over the previously scraped area.